Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity blood set was separated the following information was received by the initial reporter with the following verbatim: bd smartsite gravity blood set the tubing comes out of the plastic top.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the tubing separated from the set. One sample model 10010903 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the filter. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause could be related to the fixture used to carry out the assembly of the affected components. Corrective actions to avoid separation between tubing and blood dc top cap were implemented under a quality notification: the affected material was segregated on november 28th, 2023. An internal deviation was generated on december 21st, 2023 to produce without the fixtures. Fixtures were removed on february 13th, 2024.